Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported failure of the device to occlude or "will not occlude". The evaluator sent the device for upstream and downstream occlusion detection testing and the device failed downstream occlusion testing. The device force sensor had been found out of specification and was calibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an occlusion. There was no patient involvement. No additional information is available.